Event description:
During eval, the force sensor was found to be out of calibration.

Manufacturer narrative:
The pump was returned to animas for eval. During eval, the force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.